Manufacturer narrative:
This report is being submitted to provide information reported by the customer (physician) and investigation findings. The device referenced in this report was not returned to olympus for evaluation. Device history record (DHR) review: a manufacturing and quality control review was performed for device a22042a and the reported lot. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. The instructions for use (IFU) shipped with the device provides the user with the following information related to the reported event: before use. Warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Analysis: according to the event description, the ceramic tip fell into the patient. Please note that the part that broke off could be removed. As a result, the procedure took more time and the anesthesia time had to be extended. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The instructions for use (IFU) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localized with a suitable x-ray procedure or computer tomography and removed, if necessary. Cause as for the technical cause, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Also note that the cause of the reported issue is attributed to wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot.

Event description:
The customer (physician) reports during a transurethral resection of a bladder tumor (turbt) using a 26fr. Resection sheath, the ceramic tip broken into 4-7 pieces and fell into the patient. The device fragments were removed from the patient. This extended the procedure time by 20-40 minutes. The physician confirmed there was no adverse effects to the patient as a result of this occurrence. The patient's current condition is described as "stable at home".